Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye; therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# (B)(4).

Event description:
It was reported that during a trabecular micro bypass stent system implantation attempt, the injector slipped off the surgeon¿s hand and the surgeon inadvertently injected one (1) of the two (2) stents into the ciliary body. The surgeon used a back-up device to complete the procedure. Per event report, surgical technique/experience with device contributed to the reported event. Following medical counsel, the surgeon provided the following update. Reportedly, the malpositioned stent is not engaging the iris (very wide angle). The medical monitor expressed no concern when the stent is not ¿actively rubbing the iris¿. Additional information is being requested.